Event description:
It was reported that needle 26x3/8 ib broke. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 305110 batch no: 9350594. It was reported that fill resistance was encountered, bent needle, needle was blocked, needles broke while filling cartridge, bent needle.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9350594. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 26x3/8 ib broke. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 305110, batch no: 9350594. It was reported that fill resistance was encountered, bent needle, needle was blocked, needles broke while filling cartridge, bent needle.